Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
A device (mcvs550) user reported to terumo cardiovascular systems that after extensive and prolonged use ("several years"), a rn and her colleague have developed painful hand problems (leading to surgery for the rn). The user asked if hand or wrist pain had occurred or had been occurring with other operators. Terumo is not aware of any physical injuries associated with the evh procedure (or use of the mcvs550 device). (Surgery to relieve pain).